Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device and it is unknown if they are available for return.

Event description:
The affiliate stated the customer reported vent inop (inoperable) and motor fault alarms while using the vela ventilator. The affiliate stated the customer reported cross checking the main pcb (printed circuit board) and the turbine pcb with known good ones and the issue resolved. Carefusion (cfn) technical support inquired a serial number of the turbine and the hours. The affiliate stated the customer reported the suspect device not on the patient, or if they were, there was no patient harm. There are no known reports of patient involvement associated with the event.